Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm. The pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was 66 mg/dl. The customer was trying to change the infusion set when the insulin started squirting out but there was no alarm. It seemed like the pump was working during troubleshooting but the insulin started squirting out again. The motor slowed down and number ramped up on the screen. The drive support disk was normal and there was no compromised force sensor system alarm in the pump history. Troubleshooting did not resolve the issue. The device was returned for analysis.